Event description:
It was reported that the 6947 lead was experiencing noise. The pace / sense portion of the 6947 lead was capped and a 5076 lead was implanted in the ventricle. The high voltage portion of the 6947 lead remains in use. No patient complications have been reported as a result of this event.